Event description:
It was reported that a small volume intermate had a white particulate matter floating inside. This was identified during storage. The device was filled with an unspecified amount of daptomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured april 16, 2015 ¿ april 20, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter floating in the solution. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.